Event description:
The customer observed false nonreactive alinity I hiv results on a patient diagnosed with hiv infection since 2023. The patient is receiving antiretroviral therapy. The patient is receiving antiretroviral therapy. The results provided were: sid (B)(6), initial =0.38 s/co (< 1.00 s/co=nonreactive) /on alere hiv combo (strip test) =weakly positive: wondfo (strip test) =weakly reactive. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of alinity I hiv ag/ab combo reagent lot number 74524be00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for alinity I hiv ag/ab assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74524be00. In-house testing of a retained reagent kit of complaint lot 74524be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv ag/ab combo test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hiv ag/ab combo reagent lots 74524be00 was identified.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hiv results on a patient diagnosed with hiv infection since 2023. The patient is receiving antiretroviral therapy. The patient is receiving antiretroviral therapy. The results provided were: sid (B)(6), initial =0.38 s/co (< 1.00 s/co=nonreactive) /on alere hiv combo (strip test) =weakly positive: wondfo (strip test) =weakly reactive there was no reported impact to patient management.